Event description:
During the procedure, channels 3 and 4 didn't reach temperature so the procedure was cancelled and rescheduled. There were no patient consequences.

Manufacturer narrative:
One neurotherm rf generator was received for repair. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.